Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and a damaged and discolored patient adapter was found. This was identified during a visual inspection which was performed with the naked eye and a microscope. The leak testing found an unrelated issue of cut/hole in the tubing (addressed in (B)(4)). The clear passage test and the clamp function test found no issues. The device did not meet product specifications related to the issue of damaged and discolored patient adapter. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned minicap extend life transfer set, a damaged patient adaptor was identified. It is unknown whether this component was damaged, or whether the damage occurred during the patient¿s peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.